Manufacturer narrative:
The insulin pump had intermittent button response on the escape button due to corroded keypad traces noted. Broken battery tube threads noted. Cracked lcd window,cracked case at display window corner, cracked reservoir tube lip,scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was performed. The device was returned for analysis.